Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm on the homechoice (hc) during initial drain. The home patient (hp) was connected at the time of the alarm and had not disconnect prior to the alarm. The hp had cycled power to clear alarm. The technical service representative (tsr) explained the alarm and advised hp to start over with new supplies. Hp stated she would just go without any dialysis tonight since she was tired and it was late. Tsr advised hp to contact peritoneal dialysis (pd) registered nurse about missed therapy and alarm. Proper procedures per the user manual reviewed with the hp. No patient injury or medical intervention was reported.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.